Event description:
On 06-mar-2026, (B)(6) received information concerning an adverse event that occurred the 04-mar-2026 at (B)(6) (USA) involving a johnson & johnson-manufactured ethicon surgical system. (B)(6) does not manufacture, import, or distribute this system. According to the complaint information, the customer stated that a fire occurred in the procedure room during a pacemaker procedure when an electrosurgical unit generated an arc that ignited patient drapes and blankets. The patient sustained burn injuries, including third-degree burns extending from above the navel to the head, as well as smoke inhalation. The fire produced a brief flash flame that reached the (B)(6) detector area; however, only minor warping of the disposable plastic detector drape was observed, and no damage to the (B)(6) imaging system was identified. The customer requested an onsite assessment of all (B)(6) equipment following the incident. Following a site visit by (B)(6) field engineer, it is confirmed that the root cause of the fire is the ethicon system. As the device implicated in this event is manufactured by johnson & johnson a manufacturer notification was issued to johnson & johnson on 09-apr-2026 to ensure appropriate assessment and follow-up by the responsible manufacturer. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).